Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that the device's screen would get unresponsive and an error message would show telling them to wait or restart the application while getting the bolus. The patient also stated that it would take them 3 minutes to deliver the bolus. An agent reviewed data and assisted the patient with deleting data. After that, the patient was able to deliver the bolus without lagging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient reported that the screen would get stuck at 90% and it would take them about 3 minutes to deliver the bolus. The agent reviewed and assisted the patient deleting data. After that, the patient was able to connect to the pump without lagging. The patient would call back if further assistance needed.

Event description:
Additional information was received from the patient reporting that their personal therapy manager (ptm) would connect to their pump and then it would sit there for 3 minutes before it continues. Patient stated they had to erase some stuff before and they could not remember how to do that. Agent walked patient through how to clear data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.